Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer¿s blood glucose level was 296 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual insulin injection. Customer was placed in the intensive care unit. Customer stated that they alleging possible insulin pump under delivery. Troubleshooting was declined for high blood glucose level and under delivery. The insulin pump will be returned for analysis.